Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the impactor device did not function properly and the trigger was jammed and did not fire. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: g1: physical manufacturer details added. Device evaluation: the actual device was returned for evaluation. During repair, quality engineering determined that the reported condition that the trigger was jammed was not confirmed. Therefore, an assignable root cause for the reported condition of sticky trigger was not determined. However, during evaluation, it was determined that the device failed visual inspection. It was further determined that the device operated with low power and this was considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. It was observed that the battery terminals were bent which was consistent with the battery pack not being properly aligned. It was further determined that the device failed pretest for visual assessment and impactor operation assessment. The assignable root cause for the contact damage was determined to be traced to user, which is user error and the assignable root cause for the insufficient/low power was determined to be due to component failure from wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.